Manufacturer narrative:
(B)(4): the customer reports that the speaker was damaged in their mp30 monitor. This complaint is deemed reportable since philips does not have enough data to verify if there was no sound coming from the speaker, and if this represents a malfunction. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reports that the speaker was damaged in their mp30 monitor and they replaced it. No patient harm was reported.